Event description:
Customer indicated that a call was dispatched by patient's mother to the sheriff's office, as her son a (B)(6) old male, weighing approximately (B)(6) was experiencing difficulty breathing and was in a state of respiratory distress. The patient was still alive when crew arrived on the scene. It is unknown how long patient was experiencing breathing difficulties or how long it took for crew to arrive at the patients residence. Once the crew arrived on scene, the patient experienced pulmonary aspiration and suffered a cardiac arrest. The autopulse was deployed immediately. Once deployment was initiated, the autopulse indicated to "check patient alignment". Once the patient position was checked and patient was repositioned, the lifeband retracted, however, the autopulse did not perform any compressions and the same message occurred 2 more times. On the third time, the autopulse completely shut off. Manual CPR was performed each time patient was repositioned. This issue eventually became an obstacle to the efficiency of the crew's resuscitation efforts. Therefore, the autopulse was placed to the side and manual CPR was performed, for the duration of the call which was approximately 27 minutes. Patient recovery efforts were discontinued and the patient was pronounced dead at the hospital by the physician. Rosc (return of spontaneous circulation) was not achieved. Customer indicated that the cause of death was a heart attack/respiratory arrest. It is unknown if an autopsy was performed and if a report is available. Customer does not attribute the autopulse stoppage to the patient's death. Manufacturer has requested further details concerning patient history, however, no details have been provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.